Event description:
A report was received from a user facility through the distributor. Human hair inside the syringe (35 ml) has been found during the procedure while they were using the syringe to feed the air in order to confirm the location of the tube after insertion. An operator felt unusual feeling then he checked the tube and syringe and found the hair inside the syringe. There was no patient injury or medical intervention. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The sample was recently received in a ups shipping box double bagged in bio hazard bags. Preliminary investigation was performed based on incident comments regarding foreign material. Visual examination noted small strands of what is believed at this time to be plastic from the syringe tubing. The 35 ml catheter tip syringe is one of two syringes within the product code kit. The purpose of the 35 ml syringe is for flushing or feeding into the patient's stomach. The purpose of the second syringe (6 ml luer slip) is to fill the balloon for placement. In the incident reported, the 35 ml syringe was used to put air into the patient's stomach to confirm correct placement of the enteral feeding catheter. When the user pulled out the syringe plunger, a hair was found curled around the rubber part of it. The syringe is received directly from a supplier. There is no incoming inspection conducted at the kit manufacture site. A review of the device history record was done based on the lot number cited by user facility. The syringe manufacturer was notified of the incident and asked to investigate.